Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013. This complaint is being reported based on the event of exacerbated asthma requiring hospitalization. According to the complainant, the patient underwent their first bronchial thermoplasty procedure to the right lower lobe. The procedure was completed successfully with no issues noted and the patient was released. Later that same day on (B)(6) 2013, the patient went to the emergency room of another hospital and was admitted for management of exacerbated asthma symptoms. The patient was still hospitalized as of (B)(6) 2013. Subsequently, the patient recovered from the asthma exacerbation and was released from the hospital. The hospital discharge date was not provided. As the patent was treated at a different facility, attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(6). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A labeling review was performed and from the information available, this device was used in accordance with the directions for use (dfu). The dfu list asthma exacerbation as a possible adverse event associated with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.